Event description:
Clinic notes from a neurologist visit were received and indicated the patient had experienced an increase in seizures approximately 6 weeks before the visit when the vns settings were changed and vimpat dosage was increased. The notes reported the generator's battery life was approximately at 75% and contained device settings at that time. Per the physician, the patient primarily has seizures between 4 am to 10 am therefore the physician feels that the patient would benefit from the latest model generator. No known surgical intervention has occurred to date. No additional or relevant information has been received to date.

Event description:
It was reported that the patient had experienced an abnormally bad seizure, and that there was a concern the device was not functioning properly. The generator was subsequently replaced due to prophylactic reasons. The explanted device has not been received for analysis to date. No additional or relevant information has been received to date.

Event description:
The explanted generator was discarded per the explanting facilities policies and will not be returned for product analysis. No additional or relevant information has been received to date.